Event description:
It was reported that during an unknown surgery, when the surgeon cutting brachial artery branch using stapler, it only cut brachial artery branch, but it didn't staple the artery. It caused patient to bleed during surgery. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 09/09/2025 b3: only event month and year known: august 2025 d4: batch #unk. Per user facility medwatch form, (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding addressed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device pve35a lot number a97l7v and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.